Event description:
It was reported that during an unknown procedure, the staples were malformed after firing the stapler. No reported patient consequences.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Swing tab detached/missing and no device return. The analysis results found that the reload was received with the 4 most proximal drivers up and the swing tab detached and missing, making the reload nonfunctional. Due to the condition of the reload, no functional test was performed. The event could not be confirmed as no instrument was received for analysis. Although no conclusion could be reach on what caused the swing tab to detach, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. No functional test was performed due to the condition of the reload. The manufacturing records were reviewed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.